Manufacturer narrative:
The provided alarm trace data from one day after the event (17-jan-2023) showed abnormal aspiration alarms. The calibration performed on 13-jan-2023 was successful. Controls were within range on the day of the event. A general issue with the reagent and instrument can be excluded. The field service engineer exchanged a reagent probe and adjusted it. The gear pump pressure was adjusted. Patient sample comparison testing was performed. No further issues have occurred since these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a lithium value of 1.64 mg/dl. The sample was repeated, resulting in a value of 0.31 mgdl. The repeat value was considered correct and was released outside of the laboratory to medical personnel. The lithium reagent lot number and expiration date were requested, but not provided.